Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a 10 fr. Biliary stent was used in a patient. The implant and explant dates were not reported, although the event occurred in 2017. According to the physician, approximately less than seven to eight weeks following implantation of the biliary stent, the patient experienced cholangitis. The physician opted to remove the stent. The physician noted that the biliary stent was occluded upon removal. The physician reported that the patient condition deteriorated significantly in that setting, ultimately leading to the death of the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Additionally, the physician reported that they do not record the identity of the supplier of the stent, only the size, and that they have used 10 fr. Advanix biliary stents in the past, in addition to other suppliers¿ devices. Therefore, it is unknown if this was a boston scientific corporation device.